Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with three components of gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported that before the procedure the patient had undergone open surgeries to replace proximal end of the descending aorta and the abdominal aorta with surgical grafts. Since the patient's external iliac arteries were too small for introducer sheath to advance, retroperitoneal approach was taken and a surgical graft was anastomosed to a leg of the y graft. The tag device at the most proximal (B)(4) was deployed within the graft at the descending aorta. The final angiography showed no adverse event and the physician completed the procedure. The patient tolerated the procedure. The diameter of the aneurysm at the time of the procedure was 70mm. On (B)(6) 2010, post-operative f/u imaging identified a proximal type I endoleak. The physician decided to monitor the patient. The diameter of the aneurysm was 70mm. On (B)(6) 2010, the patient was discharged. It was reported that the endoleak remained and the diameter of the aneurysm was 70mm. Subsequent f/u imaging identified that the endoleak persisted, and on (B)(6) 2011, f/u imaging revealed a distal type I endoleak and the aneurysm enlarging to 86mm. It was reported that the patient refused to receive a re-intervention to treat the aneurysm enlargement. No further info is available.